Event description:
This device is at eri indication and has met longevity estimates. When the device was replaced, the rv impedance was greater than 3200 ohms. The physician tested the lead with the analyzer, but it was within specs and therefore reused. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no anomalies. The battery status was found to be eri. The header of the pacemaker was visually inspected. The hexagon allen key slot as well as the thread of the set screw located in the ventricular terminal did show severe damages and was found to be totally rounded. Strong forces during the introduction of the torque wrench or a wrong sized torque wrench could be taken into consideration as a root cause for the damage. The device was subjected to an electrical incoming inspection. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. Furthermore, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. In summary, with regard to the issues as mentioned in the complaint description, the analysis did not show any abnormalities. There was no indication for a material or manufacturing problem.